Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a non bsc right ventricular (rv) lead triggered an alert for an abrupt increase in shock lead impedance to high, out of range values. It was recommended to bring patient into office to evaluate with shock vector breakdown. The crt-d and the non bsc lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.